Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there was cardboard debris within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 30ml ll tip conv pak foreign matter. It was reported by customer that, dark particulate was observed embedded in the barrel of a syringe, foreign red particulate was observed in the tray, cardboard debris was observed inside of a syringe within the tray, foreign dark particulate was observed on a syringe within the tray, a hair was observed in the tray and cardboard debris was observed in the tray. Sup-2024-0035rcc received a complaint via email. A dark particulate was observed embedded in the barrel of a syringe. A foreign red particulate was observed in the tray. Cardboard debris was observed inside of a syringe within the tray. Foreign dark particulate was observed on a syringe within the tray. A hair was observed in the tray. Cardboard debris was observed in the tray. Product number: 305618, lot number: 4123948, 4178230.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.